Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 223 mg/dl. The customer's blood glucose level was 247 mg/dl at the time of incident. The customer's current blood glucose is 217 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be returned for analysis.